Manufacturer narrative:
Physician clarified that the patient in question with the complications listed on the cover letter was not his patient until recently. She had essure placed by a provider outside of his practice and she came to him for a second opinion and to discuss removal of the device. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-apr-2017: fu2 reporter's information updated; patient initials and dob added; the patient went to doctor (reporter) for a second opinion and he/she did not place the essure. On 21-mar-2017: significant new information received with ptc investigation. On 20-mar-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for 3 weeks and doctor diagnosed that one insert had perforated and was bumping up against the intestine. She underwent surgery and half of the insert was removed. This event, interpreted as uterine perforation, is anticipated in the reference safety information for essure. In the present case, the exact date and mechanism of perforation is unknown. It was diagnosed 3 weeks after insertion hence the perforation possibly occurred during insertion procedure. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("one insert had perforated and was bumping up against the intestine") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "general surgeon cut the perforated insert in half and removed only one half of one insert". In (B)(6) 2017, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain and complication of device removal ("one half of essure still in the patient"). The patient was treated with surgery (general surgeon cut the perforated essure insert in half and removed only one half of one insert). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation and complication of device removal had not resolved. The reporter provided no causality assessment for uterine perforation and complication of device removal with essure. The reporter commented: the patient had essure inserts for three weeks. Inserts were placed bilaterally. The patient complained about abdominal pain. Upon further investigation by the doctor, he noted that one insert had perforated and was bumping up against the intestine. He performed a surgery and the general surgeon cut the perforated insert in half and removed only one half of one insert. The other half was still in the patient. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for 3 weeks and doctor diagnosed that one insert had perforated and was bumping up against the intestine. She underwent surgery and half of the insert was removed. This event, interpreted as uterine perforation, is anticipated in the reference safety information for essure. In the present case, the exact date and mechanism of perforation is unknown. It was diagnosed 3 weeks after insertion hence the perforation possibly occurred during insertion procedure. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis and further information are expected.